Event description:
Attorney alleged that in 2007, as patient sat quietly in a chair in her apartment, the defibrillator began inappropriately firing and within a ten minute time span, patient suffered 20 - 24 "severely painful and frightening defibrillation shocks." Ambulance was called and while trying to transfer patient, the fireman/emt was shocked three times, "knocking him away from" patient. Attorney also alleges patient was eventually transported to emergency room where it was determined that the lead wire was broken. The lead was replaced the following day, and the patient died the following year.

Manufacturer narrative:
The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.the device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem.the cause of death has been researched but has not been received. Attorney alleges that as result of lead, patient sustained severe physical injuries, severe emotional distress, and economic losses." Review of manufacturer's database verified patient death and that the sprint fidelis lead was not implanted at the time of patient death. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Manufacturer narrative:
The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.the device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem.the cause of death has been researched but has not been received. Alleges that as result of lead, patient sustained severe physical injuries, severe emotional distress, and economic losses." Review of manufacturer's database verified patient death and that the sprint fidelis lead was not implanted at the time of patient death. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received. Additional information received from the manufacturer's representative reported patient did have inappropriate shocks from her fractured fidelis lead. They changed it out the day after this occurred and patient did fine. Several months later the patient developed colon cancer. The ICD was eventually turned off and patient subsequently died from metastatic colon cancer.